Event description:
Reported by hospital staff as "port fracture/malfunction." Unable to verify, clarify or substantiate reported event with physician or hospital at this time.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) along with surgical damage to the ring. There was no indication of wear related damage to the portion of the lap band system returned. Further information from the reporter regarding serial number, explant and implant date has been requested. Performance test indicated no leakage at the access port or access port tubing. Device functional, only surgical damage. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time for the surgeon to determine the cause of the alleged event. Inamed is unable to determine what is meant my the reported event of "port fracture/malfunction" until device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube."